Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the self-adhesive does not stick enough and the steel needle slipped out of customer's skin. Caller stated insulin leaked out and customer experienced elevated blood glucose level; no readings were provided. No adverse event reported. Requested return of the alleged device for evaluation.